Event description:
Information was received from a patient who was receiving unknown morphine drug (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that in may the patient began seeing a message on their handset. The patient did not give a clear response about what displayed but stated that the handset indicated they should contact their doctor and the patient believed it was telling them that the pump was "failing" them. The patient stated that they began having withdrawal like symptoms and did not feel well. The patient noted that they did not hear any audible alarms. Of note, the patient had a refill appointment on (B)(6) 2022 but the healthcare provider rescheduled the patient to go back on (B)(6) 2022 because the pump had "too much" medication. The patient stated that the healthcare provider adjusted the programming and boluses they had access to. The patient stated that they supplemented with other things to cope with the symptoms but the patient failed a drug test/evaluation due to them "doing something else besides the morphine to help with it". The patient stated that ever since the refill in june, the issues seemed to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.